Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by poor color, loss of appetite, and weight loss. On an unreported date in the same month as peritonitis diagnosis, the patient was hospitalized for the event. On an unreported date, patient began treatment for the peritonitis with unknown antibiotics (dose and frequency not reported), intraperitoneally. The patient was hospitalized for two to three days before being discharged. At the time of this report, the patient¿s antibiotic therapy was ongoing and the patient was recovering. At the time of this report, dianeal ultrabag therapy was ongoing. No additional information is available.